Manufacturer narrative:
(B)(4). The reported field event of low hv lead impedance was confirmed in the laboratory via review of the device image. The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the output anomaly could not be determined.

Event description:
It was reported a merlin transmission revealed an episode of ventricular tachycardia which had two aborted shocks due to over current shock detection. Lower out of range high voltage lead impedance was observed. A third shock was delivered successfully. The lead was capped and replaced. The physician also elected to replace the device. The patient tolerated the procedure well and will be followed normally.